Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where infusion set tubing got detached from connector after being used under 48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where infusion set tubing got detached from connector after being used under 48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.